Manufacturer narrative:
Unit passed displacement test, rewind, prime/seating, basic occlusion, force sensor test, occlusion test and self test. Pump error hardware low level failure confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on u1 keypad assembly. (B)(4).

Event description:
Customer reported via phone call that they did self-test and insulin pump had hardware low level failures alarm. Customer's blood glucose value was 390 mg/dl. The customer was assisted with troubleshooting. Customer stated that the active insulin updating message from the auto mode readiness screen. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that the fill cannula was recorded in daily history. Customer stated that they performed self-test and insulin pump passed the self-test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.